Manufacturer narrative:
Common device name: hemostatic device for intraluminal gastrointestinal use. Product code: qau. PMA/510(k): k200972. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. However, the report indicates that the catheter was placed in contact with blood multiple times which can lead to clogs and the inability to spray, making this a case of use error. To assist the user, the instructions for use (IFU) state the following "precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel...note: if catheter becomes occluded, turn red valve to closed position, remove catheter from endoscope and replace with extra catheter provided in package." The report indicates that the catheter contacted blood due to the endoscope suction being used during the procedure. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the catheter came in contact with blood, a cook representative has contacted the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During a colonoscopy, the physician used hemospray endoscopic hemostat. The physician said that the powder would not come out of the device at all. Additional information received 29-january-2021 states that there was no issue with the functionality of the device and that their difficulties were related to the technique. The staff followed the appropriate protocol to expunge any moisture from the endoscope and device catheter, the physician pushed the catheter into the bleeding site. Upon an attempt to deploy the spray, the catheter clogged with powder. This happened multiple times, and the staff attributed the occlusion issue solely to the technique rather than the device. An educational in-service has been scheduled. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.